Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported the intra-aortic balloon (iab) was being inserted in a patient with ihd(ischemic heart disease) and the iab was unable to be inserted through the sheath. Another iab catheter was used to continue procedure. Mildly tortuous and calcification was noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
D. Serial number device serial number is (B)(4).. The product was returned with the membrane loosely folded and blood on the exterior of the catheter. The sheath was not returned for evaluation. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # ca-cpl-2019-00150, record # (B)(4).

Event description:
It was reported the intra-aortic balloon (iab) was being inserted in a patient with ihd(ischemic heart disease) and the iab was unable to be inserted through the sheath. Another iab catheter was used to continue procedure.mildly tortuous and calcification was noted in the patient vessel. No patient injury was reported.